Event description:
During a demonstration of the pump, set was installed and infusion was started. Within a few minutes, it was noticed that no fluid had expelled from end of set, however, pump was still infusing and counting down the volume to be infused. There was no pt involvement.